Manufacturer narrative:
The force bipolar was found to have a segment of the conductor wire dislodged from the force amplification pulley. A loop of the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged and the instrument passed the electrical continuity test. Probable root cause is attributed to instrument movements, such as grasping, pulling, or pitching, which can cause the grip to become dislocated or dislodged, and potentially pull the conductor wire out of the routing groove.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the force bipolar instrument's wrist dislocated. The procedure was completed with no reported injury. Intuitive surgical, inc. Followed up and obtained additional information. The issue occurred during tissue manipulation for hysterectomy procedure. Instrument was not in strong grip mode. The instrument and cannula were not moved together. Customer could not confirm the jaws were stuck. There was no collision and no patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.